Event description:
The pt is in the hosp and the suspect device was used to check their blood glucose. A result of 335mg/dl was obtained at 2100 hrs and another result of 210mg/dl was obtained at 2200 hrs. Pt was treated with 50 units of insulin. Pt became comatose and the suspect device read their glucose at 300mg/dl. A venous draw result was 11mg/dl. The pt was in ICU and no other treatment was relayed by the reporter. Linearity and controls were both within range on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.